Event description:
Patient reported varied injuries to offspring, specifically, "autism," side non specific. Patient previously reported the following non reportable events: patient reported being diagnosed with lupus. Patient also reported having "nipple discharge (fluid)." Side was unspecified. Patient additionally reported having left side "moderate" breast pain. No indication treatment or surgical reoperation has occurred. Device remains implanted. This record represents the left side. Please see MFR: 9617229-2015-00078 for the right side.

Manufacturer narrative:
(B)(4).